Event description:
It was reported that an ilet user contacted support about frequent ¿glucose falling quickly¿ alerts at night and concern about values near 80 mg/dl, and disclosed ingesting three glucose tablets plus a cup of orange juice at bedtime to avoid readings of 80 mg/dl, which resulted in elevated overnight glucose in the 220 mg/dl range. The agent provided education that the ilet targets 70¿180 mg/dl and advised against pre-treating non-hypoglycemic values. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia associated with preemptive carbohydrate intake. Investigation included troubleshooting and user education regarding appropriate response to alerts, glucose targets, and meal or carb announcements. Investigation of this case revealed user-driven overcorrection with excessive carbohydrate intake before sleep, with the device functioning as designed to maintain glucose within the target range. It was concluded, based on similar reports involving user behavior, that the cause was use error related to unnecessary carbohydrate consumption in response to fear of low glucose and misinterpretation of alerts.